Event description:
Pump programmed and running insulin gtt. Gtt rate at 4.3 units/hr - message bar at the top displayed 100 units/hr. The wireless box was green showing communication. The message via dia in computer showed gtt running at 100 units/hr. Everything was done to try and re-establish correct communication: disassociating, reassociating, turning pump off and back on, changing rate. Upon touching base with computer support it was found that this pump had not been heard from for two weeks.